Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the non-tortuous, moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x8mm quantum maverick balloon. During placement and adjustment of the 2.75x16 mm taxus liberte drug eluting stent, the stent came off the stent delivery system balloon. The stent was hanging on in the left main and lad. The stent was removed from the patient using a snare. The procedure was completed with another taxus liberte stent. Patient status reported as "fine".

Manufacturer narrative:
The returned unit was consistent with the complaint incident. Visual examination noted the unit was returned with the stent detached. The stent was completely damaged throughout. This type of damage is consistent with the delivery system encountering some form of restriction. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.